Manufacturer narrative:
No product was returned for evaluation. Device history record review was not possible since no lot number was provided. The complaint could not be confirmed. The reported condition was consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. Linked to mfg report numbers: 2648988-2019-00039, 2648988-2019-00020, 2648988-2018-00012, 2648988-2019-00043, 2648988-2019-00044, 2648988-2019-00045, 2648988-2019-00046, 2648988-2019-00047, 2648988-2019-00048, 2648988-2019-00042, 2648988-2019-00050, 2648988-2019-00051, 2648988-2019-00052, 2648988-2019-00053, 2648988-2019-00054, 2648988-2019-00055, 2648988-2019-00056, 2648988-2019-00057, 2648988-2019-00058, 2648988-2019-00059, 2648988-2019-00060, 2648988-2019-00061, 2648988-2019-00062, 2648988-2019-00063, 2648988-2019-00064, 2648988-2019-00065, 2648988-2019-00066, 2648988-2019-00067, 2648988-2019-00068, 2648988-2019-00069.

Event description:
This is 8 of 28 reports. A customer reported that a patient's external ventricular drain (evd - unspecified limitorr) was last drained at 21:45 and was still intact. When the customer was about to drain the evd at 22:45, they found the transducer disconnected from the system. The stopcock proximal to the patient was clamped. Neurosurgery was notified and made aware. The whole system was changed by the charge nurse. The date of the event was reported as (B)(6) 2018.